Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon evaluation, the cause of the electrode failure was isolated to a pinched pulse wire in the cable connecting the distribution node to the front te electrode and the ECG electrode a and b. The root cause of the pinched wire is unknown. The cause of the failure is the pinched pulse wire. No adverse event resulted from the pinched wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.